Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. Additional information indicated that the patient was on antibiotics. No additional adverse patient effects were reported. The lv lead was explanted.